Event description:
On (B)(6) 2014, a gore acuseal vascular graft was implanted to exclude a pseudoaneurysm/fistula. The procedure was performed in the patient's left brachial artery. Reportedly, the patient's vessels were fragile and slightly dilated when the anastomosis was performed. On the same day, the patient starting bleeding. The gore acuseal vascular graft had pulled away from the artery. A reintervention was performed and the gore acuseal vascular graft remains implanted in the patient. On (B)(6) 2014, dialysis was done using the gore acuseal vascular graft without any issues.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.